Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the main processing unit (mpu) circuit board was replaced, the hard disk drive was reimaged and current software was reloaded. (B)(4).

Event description:
It was reported that the programmer experiences a recurring error message at boot-up. The error was first experienced several months prior when loading session sync software, and the error did not clear by cycling the power. The programmer was returned for repair. No patient complications were reported as a result of this event.